Event description:
The complainant reported vascular damage. Vascular repair was required for bleeding. The pump was successfully weaned and the patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the vascular damage has been completed. The product was not returned for investigation, and a data log review was not required for this case. The physician believed that the vascular damage occurred due to the iabp placement prior to the impella insertion. The cause of the vascular damage issue was not determined without sufficient clinical information. The relation between the vascular damage and the impella device was unknown, as the injury was attributed to the use of a different device, specifically the iabp, which was placed prior to the impella insertion. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added d10-concomitant medical products.